Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly mid-joint was retracted within the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted into the introducer sheath friction lock. If this occurs, resistance will likely be experienced while advancing the device. During functional testing, resistance was encountered while advancing the pusher assembly mid-joint through the introducer sheath friction lock. After the mid-joint was advanced through the friction lock, the device was able to advance through its introducer sheath and a demonstration microcatheter without issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the right anterior cerebral artery (aca) using a penumbra smart coil (smart coil). During the procedure, the smart coil would not advance at all within its introducer sheath; therefore, the smart coil was removed. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.